Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open low anterior resection and hysterectomy, staples were not deployed at the first firing on the rectum though the target tissue was cut. There was no bleeding. There was no staple on the resected specimen. As the remaining rectum was deep, it could not be checked how the staples were deployed on it. The remaining rectum was sutured. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.